Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Helix extends and retracts smoothly with no anomalies.

Event description:
It was reported that at the implant procedure, the lead was placed in right ventricle. It dislodged twice and then held but then dislodged once again half way through the procedure. Multiple attempts were made to place it again. The physician felt that there was an issue with the lead's helix. The lead was removed and not implanted. Another lead was used. No patient complications have been reported as a result of this event.